Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away from cardio-respiratory issues. The blood glucose reading at the time of death was unknown. The customer's niece stated that the customer had been wearing the insulin pump at the time of death. She requested to keep the insulin pump rather than return the device for analysis. Nothing further reported.